Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy. The customer reported that of a 500ml bag of vancomycin, 134ml remain at the completion of the infusion (delivery rate unknown). It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
(B)(4). The event date reported in the initial report was incorrect and has been updated.